Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic due to inappropriate shock. The implantable cardioverter defibrillator incorrectly interpreted atrial fibrillation with rapid ventricular rate as a ventricular fibrillation episode. The device was reprogrammed and the patient will continue to be monitored. The patient was stable.